Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. The end user states that the sling has ripped at the seam. Also, on the other side of the sling the seam is starting to come apart. She states they have had the sling since the beginning of 2012. MDR filed.